Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the package of the ref was sealed and yet there were components missing from the suprapubic catheterisation kit.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the attached photo, all components were observed in the sealed kit except trocar. The trocar is missing in the suprapubic kit packaging. Potential root cause for this failure mode could be due to operators' handling method. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the package of the ref was sealed and yet there were components missing from the suprapubic catheterization kit.